Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop current test and run current test were in specification. The insulin pump was received with minor scratches on lcd window noted. The insulin pump was received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 216 mg/dl. Customer stated that there were scratches on lcd screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.